Manufacturer narrative:
(B)(4). Unit received with operating currents within specifications. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit receivd with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose was 6.7 mmol/l. Troubleshooting steps were provided for power error detected alarm. Advised to monitor pump. The insulin pump will be returned for analysis.